Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead exhibited a far-field oversensing. The following physician was dr. (B)(6) at(B)(6) health in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).